Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints for the aia-360, serial number (B)(4), was performed from (B)(6) 2016 through (B)(6) 2018. There were two (2) similar complaints identified during the search period, which includes this event. The aia package insert - evaluation of results section for quality control states the following: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event was due to outdated customer qc range.

Event description:
On (B)(6) 2018, customer reported low bio-rad level 1quality controls (qc) during calibration of cardiac troponin I (ctni2) lot h619359 /cal lot h939378 on aia 600ii instrument. Customer recalibrated the second time and level 1 qc values were still low. Technical support specialist sent a new reagent lot to customer, which resulted in delay in reporting of patient results for cardiac troponin I (ctni2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. On (B)(6) 2018, customer's lab supervisor called back to report that bio-rad level 1 qc was higher than target ranges after replacing reagent lots. Customer was advised that they may need to reestablish their qc ranges. Bio-rad qc was in acceptable target range, customer will need to update their qc ranges for resolution. The aia 600ii instrument is operating as expected.